Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the synergy mr, ous, 3.0 x 20 mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. The struts were lifted, stretched and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the calcified ostial left anterior descending (lad) artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.